Event description:
It was reported that the warmer had a leak on the display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. The left lower corner of the tank cover was leaking water. The root cause of the reported issue was found to be a water leak from worn gasket. Actions were taken to mitigate the reported issue: replaced gasket .